Manufacturer narrative:
Covidien reference number: (B)(4). The evaluation/repair of the device has not been completed

Event description:
It was reported that the e360 displayed o2 failure. Patient involvement is unknown.

Manufacturer narrative:
Covidien reference number: (B)(4). Additional information clarified that the o2 sensor was replaced for preventative maintenance and not due to a malfunction. This is no longer a reportable event.